Event description:
A customer contacted beckman coulter inc. (Bec) stating that while troubleshooting for a drain sensor timeout error in the coulter act 5diff cap pierce (cp), a small leak in the white blood count (wbc) bath and a slight overflow of the rinse bath were discovered. The leak occurred upon startup and there was no impact to patient results. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves at the time of the incident. No injury or exposure was reported. The lab's exposure control/risk management plans are in place.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event, inspected the instrument and found the solenoids and bath operations were working properly. Fse observed that the needle rinse was performing erratically, leaving a drip outside of the pierce needle. Fse replaced the rinse block assembly (aspiration lines, pierce needle and rinse block) and no further evidence of leaking was observed. Repairs were verified per established procedures and results met published performance specifications. The root cause of the leak was the rinse block assembly not working properly and causing aspiration issues throughout the sample line. (B)(4).